Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported the patient ran out of medication. The pump was empty and stalled. The cause of the empty pump was due to not filling up the pump. It was reported the empty pump had been resolved. It was unclear if the pump stalled, as the additional information received was partially illegible. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a health care provider. It was reported that the patient missed her refill in (B)(6) 2016. The patient's pump was empty and alarming. The plan was to explant the patient's pump as the patient was non-compliant with refills. No symptoms were associated to this missed refill.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml) at a dose of "1.3017" via an implantable pump for non-malignant pain. The patient's medical history was not included. The patient's concomitant medications were not included. On (B)(6) 2015, the patient's pump alarmed due to empty pump reservoir volume. The empty pump was confirmed via a 8840 clinician programmer. There were no reported patient symptoms and the pump was filled with saline. The rep reviewed bridge bolus calculations and wanted to confirm how long the patient would be receiving medication while delivering the bridge bolus. A refill was scheduled for (B)(6) 2015. Additional information has been requested regarding the cause of the empty pump, if any symptoms occurred and resolution of the event, but it was not available at the time of this report.

Manufacturer narrative:
"Adv evnt/prod prob" was updated to "adverse event & product problem."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal dilaudid 5 mg/ml at 1.5 mg/day via their implanted pump. The event date, the patient¿s medical history, and other medications the patient was taking at the time of the event were unable to be obtained. The patient was not receiving adequate therapy from the pump. There was also 10cc actual volume removal on the last pump refill when only 3cc was expected. The patient reported that shortly after the pump was implanted, her boyfriend physically abused her. It never worked right since. Then she moved from (B)(6) to get away from the abuse, but could not find someone to fill her pump. Then her pump went dry. She did eventually get the pump filled but was never receiving good therapy since the violent event. She did not ever recall going through a withdrawal. Factors that may have led to or contributed to the issue included the patient being violently abused by a boyfriend shortly after the pump was implanted. On (B)(6) 2016 a dye and (B)(6) study were performed. The hcp was unable to aspirate the catheter and therefore did not push dye. The (B)(6) study was normal, but it could not be confirmed that there was or was not damage done to the internal tubing as a result of the pump running ¿dry¿. The exact length of time the pump had been empty was unknown. The plan was for her to attend her next refill on (B)(6), and see what the volume discrepancy is, and plan for either catheter or pump and catheter revision. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. No surgical intervention had occurred and it was unknown if it was planned. It was noted the pump was located in the right posterior hip and not the abdominal region.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient experienced increase in pain related to the empty reservoir. The cause for the empty pump was that the patient had moved out of town and had no physician. The empty reservoir had been resolved. If the "stall" occurred remained unknown, but good faith effort was completed to try and obtain additional information. If additional information is received this report will be updated.